Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed that the balloon had residues of liquid solution. Also, there were no visible issues with the distal tip; however, the black sleeve was bunched up in the middle portion. A functional examination of the complaint device showed that the guidewire was able to pass through the device with resistance. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a biliary dilatation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, there was difficulty inserting the guidewire through the device, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the exit marker bunched up, therefore this is now an MDR reportable event.